Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested (note: the involved fiapc probe was not available for the evaluation.). A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices [note: a review of the chronological data revealed that the system was activated 40 times during the procedure. The settings for all the activations were forcedapc, effect 3.0. Overall, the activations were unremarkable in terms of duration, duty cycle, and power output. There were no conspicuous error messages or information messages.]. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. Based upon the provided information, the desired settings were not used for the procedure, and this was most likely the cause of the event. Per the user manuals, the lowest possible settings are to be used to achieve the desired tissue effect and the user is to check that the settings are appropriate. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit (esu/generator, model vio 3, part number (p/n): 10160-000, serial number: (B)(6)) system was involved in a patient incident during a colonoscopy to treat of telangiectasia. An fiapc probe (p/n: 20132-221, lot number: information not provided) was used in the procedure. No other information was provided regarding any other accessory used. According to the user, the programs in the system were lost. Instead of the stored "precise apc" mode, "forced apc" was unintentionally applied. The high energy input caused a small perforation. The necrosis/perforation in the cecum was controlled endoscopically and subsequently treated with an antibiotic and monitored as an inpatient. No surgical procedure was necessary.